Event description:
Fmc canada complaint (#0941) received for eval. Stated complaint is "blood leak at start of dialysis. Dialysis was pink." Pt info reported for MDR submission, as blood was 50-100 cc due to discard of some of the extracorporeal circuit. There was no related pt injury or illness. No medical intervention was required due to the leak. Complaint sample was discarded; however, one companion sample from the reported lot is available for eval.